Manufacturer narrative:
A philips technical consultant (tc) went to the customer¿s site and checked the connections from the closet to the nurse¿s station and confirmed all connections were good. The tc swapped the video cable run with the audio and the video worked on both; however, the audio did not. The tc tried a new speaker, still no sound. The tc rebooted the personal computer (pc) and the sound worked. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on the patient information center ix indicating it had the sound stop working. The device was in use on patient at time of event, and there was no adverse event reported.

Manufacturer narrative:
A philips technical consultant (tc) went to the customer's site. The tc checked all the connections from the closet to the nurse's station and all were good. The tc swapped the video cable run with the audio and the video worked on both, but the audio did not. The tc tried a new speaker and still no sound. The tc rebooted the pc and the sound worked. The case was escalated, and a review of the system found the sound splitter set to low sound and could possibly be having issues. It was determined the tc would make configuration changes and replace the sound splitter. The customer confirmed no further issues have occurred; however, they requested replacement devices. The tc reviewed the system logs prior to and following the system restart, which revealed no audio-related errors. However, to proactively address potential concerns, the audio components were replaced as a precautionary measure. Subsequent testing confirmed proper operation of the system, and it was returned to service.